Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence. After insertion, the patient experienced pain, extrusion, urinary problems, recurrence and vaginal scarring. Mesh revision/excision surgery and lysis of endometriosis adhesions were performed on (B)(6) 2012 for pelvic pain and mid-urethral sling pain. On (B)(6) 2012, advantage fit was implanted into the patient for recurrence of stress urinary incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence and urethral hypermobility.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.